Event description:
It was reported that the patient had an implantable neurostimulator (ins) replaced. The ins that was replaced had an impedance reading of >2000 ohms a current of <(><<)>7ua. It was noted that there had been programming as patient had lots of dystonia, which was getting worse as voltage increased. It was unclear if these symptoms occurred on the old or new device. See manufacturer report # 3004209178-2013-10261 for the new device.

Manufacturer narrative:
Product ID: 3387s-40 lot# v553427, implanted: 2011 (B)(6); product type lead product ID: 7482a51 serial# (B)(4), implanted: 2011 (B)(6); product type extension concomitant system: product ID: 7426 serial# (B)(4), implanted: 20111 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID: 3387s-40 lot# v567764, implanted: 2011 (B)(6); product type lead product ID: 7482a51 serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).